Event description:
It was reported that (2) devices were used during an unknown procedure. It was reported by the affiliate that the tcr75 firing knob stopped on the firing process (locked out). Another instrument was used to complete the case. There was no consequence to the pt.